Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio-ID was working intermittently. The field service engineer reseated the connections at both ends of the cable and also applied more slack in the cable where they connect to the docking board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system, the bio-ID was working intermittently. The customer stated that this malfunction occurred while user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.